Manufacturer narrative:
The driver has not yet been rec'd at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the driver continued to run on its own during a surgical procedure. The case was completed successfully with another device. There were no adverse consequences reported as a result of this event.